Manufacturer narrative:
H3: the revision reported may have been the result of polyethylene liner wear with resulting osteolysis and aseptic loosening of the femoral and tibial components as stated in the legal documentation. The loosening may have been the result of an insufficient bond between the implants and the bones. The extent of the reported polyethylene wear cannot be determined as the devices were not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative notes were not provided.

Event description:
As reported by legal notification, this male patient had an initial right tka on (B)(6) 2012. The patient underwent revision surgery of his right knee on (B)(6) 2016 secondary to polyethylene liner wear with resulting osteolysis and aseptic loosening of the femoral and tibial components.

Manufacturer narrative:
Pending investigation. Exactech trapezoid tibial tray, catalog no. 204-04-34, lot no. 1942962; and exactech femoral component, catalog no. 230-03-03, lot no. 2130432. Z-0019-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b1 b2 g2 h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."